Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. The cause for the pump time being inaccurate was unknown. Tandem technical support guided the customer through adjusting the pump time to be accurate. There was no reported impact to customer's blood glucose level.